Event description:
It was reported the patient was symptomatic and went to the hospital. The physician was not able to interrogate the device and tried a different programmer for the interrogation, but the interrogation was unsuccessful. The device was removed and replaced. It was also reported that it was not possible to interrogate the device after explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary testing found a no output and no telemetry condition. The no output and no telemetry condition was the result of a depleted battery. The root cause of the depleted battery was high current drain due to a leaky tantalum battery filter capacitor.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.